Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. B61397) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia (moderate (cin ii)), loop electrosurgical excision procedure (cervical biopsy), tobacco use disorder, superficial thrombophlebitis and multigravida (4 prior pregnancies). Previously administered products included for an unreported indication: depo provera and micronor. Concurrent conditions included obesity, unspecified and post coital bleeding. Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating/major bloating"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and hormone level abnormal ("hormonal changes: unspecified"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuralgia ("nerve pain to right hip and pain to right leg"), arthralgia ("pain: hip"), uterine pain ("pain: uterus pain from cramping") and pain in extremity ("pain: leg and feet pain"). In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), mood altered ("moody") and anger ("short tempered"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of essure coils) and surgery (dilatation and curettage with hysteroscopy and minerva endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, abdominal distension, weight increased, dyspareunia, mood altered, anger, tooth disorder, neuralgia, dysmenorrhoea, fatigue, hormone level abnormal, arthralgia, uterine pain and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain lower, anger, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, neuralgia, pain in extremity, pelvic pain, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2017. Per pfs: current weight 184 lbs. Per mr: insertion detail: trailing coils: left: 2 right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Pathological diagnosis: scant fragment of ectocervical mucosa present with mild. Dysplasia cin ll. Acute inflammation, endocervical tissue and squamous. Mucosa/metaplasia with inflammatory atypia. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, vaginal bleeding, pelvic pain, menorrhagia, dyspareunia, weight gain and arthralgia." Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was added. This case concerns 39 year old patient. Her historical condition/medication and concurrent conditions were added. Lab data was added. Essure insertion and removal date was added. Essure lot number was added. Essure indication was added. Concomitant medication was added. Following events: (abnormal bleeding (vaginal/ menorrhagia); moody, short tempered, dental problems, nerve pain to right hip and pain to right leg, dysmenorrhea (cramping), pain: hip, hormonal changes: unspecified, pain: uterus pain from cramping, fatigue and pain: leg and feet pain were added. She had recovered from all the aforementioned events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. B61397) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia (moderate (cin ii)), loop electrosurgical excision procedure (cervical biopsy), tobacco use disorder, superficial thrombophlebitis and multigravida (4 prior pregnancies). Previously administered products included for an unreported indication: depo provera and micronor. Concurrent conditions included obesity, unspecified and post coital bleeding. Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating/major bloating"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and hormone level abnormal ("hormonal changes: unspecified"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuralgia ("nerve pain to right hip and pain to right leg"), arthralgia ("pain: hip"), uterine pain ("pain: uterus pain from cramping") and pain in extremity ("pain: leg and feet pain"). In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), mood altered ("moody") and anger ("short tempered"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of essure coils) and surgery (dilatation and curettage with hysteroscopy and minerva endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, abdominal distension, weight increased, dyspareunia, mood altered, anger, tooth disorder, neuralgia, dysmenorrhoea, fatigue, hormone level abnormal, arthralgia, uterine pain and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain lower, anger, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood altered, neuralgia, pain in extremity, pelvic pain, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2017. Per pfs: current weight 184 lbs. Per mr: insertion detail: trailing coils: left: 2 right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathological diagnosis: scant fragment of ectocervical mucosa present with mild dysplasia cin ll. Acute inflammation, endocervical tissue and squamous mucosa/metaplasia with inflammatory atypia. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, vaginal bleeding, pelvic pain, menorrhagia, dyspareunia, weight gain and arthralgia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("bloating"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2017. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.